Event description:
Physician reported injecting a pt with radiesse in the malar zygomatic region. Eight days post-injection the pt developed swelling involving the left eyelid. The pt was treated with medrol, 16 mg tablets. Two days later the moderate-severe swelling involved both sides of the face, including eyelids, zygomatic and naso labial fold regions. The pt was hospitalized and treated for the edema.

Manufacturer narrative:
The pt was hospitalized and treated with prednisone and antihistamine, intravenously. At present the pt's symptoms are improving. The pt was discharged with home therapy with corticosteroid; deltacortene, 25 mg twice daily. During later follow-up the physician reported the pt had been hospitalized for two days and released. At this time the pt's symptoms have completely resolved. A review of the device history records indicates the reported lot #1021628 met all specifications prior to release.